Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mild left side "buttox" pain. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event.